Manufacturer narrative:
Due to character limit in e1 event site name is shanghai fourth people's hospital, address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had loop leakage during use. No harm.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported that the machine reported iap loop leakage. On-site inspection, the machine was in use. The hospital used wrigley's balloon, and the gas slow leakage alarm function was turned off and it could be used. The preliminary judgment was that the balloon did not match the fault, and it was necessary to wait until the next time it was stopped for a comprehensive inspection. After testing with the test balloon for half an hour, the machine was inflated normally. After testing the wrigley balloon taken offline by the patient for half an hour, the machine was inflated normally, and the loop leakage alarm that would go off after 10 minutes could not be reproduced. It was determined that there was a compatibility issue between the wrigley balloon and our company's machine, and the customer was advised to use our balloon. The machine passed all the tests required by the factory. The machine has been delivered to the customer and can be used clinically.

Manufacturer narrative:
. Corrected field: h6 investigation finding.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, e1 initial contact person name, g3, g6, h2. Corrected field: e1 phone number is (B)(6).

Event description:
N/a